Event description:
The user facility reported that the anchor did not deploy on the angio-seal device involved; therefore, the device as unable to be closed. The anchor got stuck in the system. There was no harm to the patient. Additional information was received on 15 nov 2022: the procedure performed was a transcatheter aortic valve implantation (tavi) implant, and the angio-seal involved was used to close the contralateral femoral access. A 6 french introducer sheath was used. There was no difficulty in the puncture, nor with the guide or the introducer. In the angiographic control, the puncture was adequate, it was in the common femoral art and had a good caliber. When placing the device and when removing it the usual technique was followed. Without forcing the device, the thread broke, presumably at the level of the anchor. Manual hemostasis with was done by compression. There were no complications.

Manufacturer narrative:
Lot number: potential lot numbers 0000209585, 0000206820. Expiration date: 5/31/2023, 05/31/2023. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: 6/24/2022, 6/21/2022. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
H6: investigation findings - 114 is based upon the evaluation of user facility information; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information; 67 is based upon functional testing of the returned sample. This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip was returned for product evaluation. The returned sample included the mated carrier tube, and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record was unable to be reviewed since the lot number was not provided. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).